Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received, a supplemental form will be completed.

Event description:
It was reported that air bubbles were coming from the cartridge and present throughout the tubing. Reportedly, customer had elevated blood glucose levels (+300 mg/dl). Customer delivered injections via insulin pens to stabilize blood glucose levels. Customer changed cartridge and infusion set, and resumed insulin delivery.